Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the evaluation confirmed error code e216, error code e224, and chip - no data transmission. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e216 and error code e224 occurred due to stress from bending, breakage of charge-coupled device-unit by external factors and handling, or failure of electronic parts at circuit boards such as integrated circuit (ic) -chips, condenser, etc. However, a specific root cause of the errors could not be identified. Additionally, it is likely that no data transmitted from printed circuit boards occurred due to stress by use of the device, breakage of image sensor unit, or failure of electronic parts at circuit boards such as integrated circuit (ic) -chips, condenser, etc. However, a specific root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: -chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2,"troubleshooting guide". "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". "Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure was completed with no complications. Additional patient information regarding the case or patient is unavailable.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope the scope reads error message. It is unknown when was the issue occurred. There were no reports of patient injury or harm.